Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had adhered to the instructions for use (IFU) and that the procedure was carried out properly. The puncture was right femoral artery, used a 6 fr sheath, diag angio plus percutaneous coronary intervention (pci) with stent implantation performed. After angio, the operator wanted to release the angio-seal. Inguinal angio was performed, puncture was correct, no calcification present. Guide wire placed without any problems; sheath removed without any problems. The user advanced and placed angio-seal sheath with dilator under rotation to release anchor and collagen, advanced the carrier system up to the sheath flap and cuff and snapped them together. The user also heard a click. The user then wanted to pull back the cap to position and fix the anchor. It was not possible to pull the cap back, and now the entire system in the bar can neither be advanced nor retracted. The device could only be removed from the vessel by opening it layer by layer using a scalpel. It was possible to fix the suture using a needle holder. The green sheath on the suture remains undamaged, so that countertraction and presumably fixation of the anchor was possible. Duplex sonography of the groin remains intravascular without evidence of device residue. Hemostasis was achieved. There were no hematomas, no complications. There was no postoperative bleeding. Patient stable during the intervention. No patient harm. Bleeding occurred in the procedure room. Pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition. The carrier tube and hemostasis sheath were returned fully mated and fully rear locked. The sheath and carrier tube were found to have been cut, and the suture was found to have been fully deployed. The black compaction marker and clear stop indicator were fully visible, and the suture was also found to have been cut. The carrier tube hub was opened to further inspect the suture, and the component was found to have been fully unspooled. The component was also broken incidentally during inspection. No other damage or issues were identified. The complaint was confirmed for a potential withdrawal issue. The exact root cause cannot be determined. The likely cause was determined to have been kinked tubing preventing proper withdrawal of the device. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).